Manufacturer narrative:
The suspect device was not returned for evaluatuon. Vyaire medical findings indicated that most likely, o2 path self test is failing due to leaking o2 safety valve. The customer confirmed that they replaced the o2 safety valve with a new one and that the unit is now working fine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having an alarm 389-no o2 dosing possible while on a patient. The issue occurred during patient use. However, intervention is unknown. Furthermore, there is no patient harm associated with the reported event.